Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain, and rupture.

Event description:
Patient reported capsular contracture baker grade unknown, pain and rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Patient reported ¿capsular contracture baker grade unknown, pain and rupture (confirmed with MRI)¿. Healthcare professional confirmed rupture and no capsular contracture. Healthcare professional later reported "exchange with no complaints against the device". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. "Capsular contracture baker grade unknown" is being un-reported.

Event description:
Healthcare professional confirmed rupture and no capsular contracture.